Event description:
It was reported that a user performed yard work and burned trash without pausing insulin delivery, after which blood glucose dropped and was treated with oral carbohydrate; the user subsequently changed the dexcom g7 sensor and received education on pausing insulin for physical activity. Symptoms included low blood glucose. Outcomes included recovery to an in-range glucose level with self-treatment and no medical intervention or hospitalization. Investigation included user interview and troubleshooting with education on exercise-related insulin management. Investigation of this case revealed no device malfunction and indicated use-related error due to failure to suspend insulin during exertion. It was concluded, based on previously established findings for similar reports, that the cause was user error related to inadequate management of insulin during physical activity.